Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse), field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 device indicating that the connection between the defibrillator and the paddles was broken. The field service engineer visited the customer's site to evaluate the device and observed that the blade connector was loose. The internal nut was tightened to secure the connection, and the equipment is now functioning properly. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available, the cause of the reported problem was a loose blade connector. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The field service engineer observed that the blade connector was loose. The internal nut has been tightened to secure the connection. The equipment is now working. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported to philips that the defibrillator connection to the paddles is broken.. There was no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.